Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal products that is used in transcutaneous vertebroplasty spinal surgery for primary osteoporosis. It was reported that after the balloon was inflated when an attempt was made to remove the ibt wire, it was confirmed that the balloon broke. The wire was also got stuck in the middle and could not be removed. There were no further complications or symptoms reported. On (B)(6) 2024 ared (rep): additional information was received via manufacturer representative that it was cleaned with saline but the fragments seem to remain in there. The reported event occurred during normal use and not an out of box issue. Additional information was received via manufacturer representative that there is no plan of revision surgery scheduled or planned for the removal of broken fragments.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part# kex152eb, lot# 227128808 visual and optical inspection confirmed the ibt has been returned damaged. The ibt stylet is partially stuck in the valve of the ibt. The inner balloon sleeve appears to be pulled away from the balloon tip. The damage may have been during the removal from osteo introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.